Event description:
Implants broke at the hex upon insertion into glenoid and remain in the patient. Surgeon inserted two more next to each broken one for fixation no adverse consequences reported with the patient as a result of event this device is used for treatment.